Event description:
Customer returned device for service. The technician found the trigger was sticking. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the trigger was sticking due to improper maintenance of device. Maintenance was conducted and the device returned to customer on (B)(4) 2013. The complaint is indeterminate. Placeholder.